Event description:
It was reported that a user experienced frequent nighttime hypoglycemia while using the ilet system, and they increased the cgm glucose target in an attempt to prevent lows; oral glucose was used to treat a documented low of 68 mg/dl, and no alerts or alarms were reported. Symptoms included hypoglycemia. Outcomes included troubleshooting and education with assignment for additional training. Investigation included review of available reports and consultation with clinical support regarding cgm target selection. Investigation of this case revealed an unclear cause of the hypoglycemia. It was concluded that the cause of the event could not be determined and that user education regarding target selection would be provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.